Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) and was hospitalized. Bg value was not provided. Reportedly, there was no issue with the pump as the low bg was a normal occurrence for the customer. The customer declined to provide additional information regarding the issue.